Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors. The customer reported that rewind process takes longer, insulin pump makes a louder noise during the rewind process. The customer had experienced random no delivery alarms, screen was scratched and was difficult to saw, diminished battery life less than a week on some occasions. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.